Event description:
Ous MDR - after an implantation period of approximately 30 months inappropriate shocks due to oversensing was reported. No plans for revision were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed abrasion marks approx. 17 cm distal to the df4 connector pin indicating mechanical stress due to constant friction against another implantable device such as a generator housing. The inner coil was found fractured in this area. Further damages such as the deformed shock coil occurred most likely during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.